Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular and right atrial leads. The leads were explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to exposure of the outer coil in the abrasion region consistent with friction to device can.